Event description:
A us distributor contacted zoll to report that a patient went to the hospital and had a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician discontinued the lifevest due to the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.